Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included patellofemoral pain syndrome, osteoarthritis, asthma, gravida ii, parity 2, menstruation abnormal, abdominal pain, adenomyosis, hemorrhagic cyst, cervicitis and leiomyoma nos. Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin capsules (16)), hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone and naproxen sodium (anaprox). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), abdominal distension ("excessive bloating"), arthralgia ("joint pain"), migraine ("severe migraines"), fatigue ("chronic fatigue") and alopecia ("escessive hair loss"). The patient was treated with surgery (partial hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, menorrhagia, abdominal distension, arthralgia, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Lot number: a64636 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included patellofemoral pain syndrome, osteoarthritis, asthma, gravida ii, parity 2, menstruation abnormal, abdominal pain, adenomyosis, hemorrhagic cyst, cervicitis and leiomyoma nos. Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin capsules (16)), hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone and naproxen sodium (anaprox). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), abdominal distension ("excessive bloating"), arthralgia ("joint pain"), migraine ("severe migraines"), fatigue ("chronic fatigue") and alopecia ("escessive hair loss"). The patient was treated with surgery (partial hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, menorrhagia, abdominal distension, arthralgia, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received. Reporter information, patient dob, race, product lot number, concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), arthralgia ("joint pain"), abdominal distension ("excessive bloating"), migraine ("severe migraines"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (partial hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, menorrhagia, arthralgia, abdominal distension, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), arthralgia ("joint pain"), abdominal distension ("excessive bloating"), migraine ("severe migraines"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (partial hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, menstruation irregular, menorrhagia, arthralgia, abdominal distension, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, discomfort, fatigue, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.